Manufacturer narrative:
This is a supplemental report to provide additional information. The following additional information was provided. *the tissue pad of the subject device fell outside the patient.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, partially separated and missing. The fragment was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a total laparoscopic hysterectomy, the subject device was used. Probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. The following information was also provided: *the tissue pad of the subject device was separated.